Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -6.50/3.0/092 (sphere/cylinder/axis), implantable collamer lens was not implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.